Manufacturer narrative:
E.1 initial reporter facility: (B)(6). Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer undertook the repair of the main half-height unit 3-2. During the troubleshooting process, two partial connections of the ribbon cable were discovered, impacting rows c and e. In contrast to the previous repair, the engineer noted that the main half-height drawer 4-1 was facing issues with an open enclosure, although no specific pocket problems were identified. The engineer tightened all rear hardware and made necessary adjustments to the rear chassis. The remaining hardware was inspected and adjusted as required. The battery was found to be in good condition and compliant with the expiration date. A reboot initiated an extensive installation of windows updates, which the engineer allowed to complete in order to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es half height drawer 3.2 failed, all pockets failed and were undetectable on the busline. Additionally, half height drawer 4.1 also failed and could not be restored. The malfunction occurred when a user was trying to issue medication to patients. The customer stated that any medications stored in the affected drawer would be available in stations med1 & med3. And would be an inconvenience to nursing with no delay in the bedside issue of medications to the patient. There were no adverse events or injuries reported based on this event.